Event description:
Subject had a left tka on (B)(6) 2004 which was followed by an mua on (B)(6) 2004.

Manufacturer narrative:
An event regarding range of motion (rom) involving a scorpio insert was reported. The event was confirmed via medical review. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: a review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total knee arthroplasty on (B)(6) 2004, and orif of a fracture of the left distal femur on (B)(6) 2004, manipulation under anesthesia on (B)(6) 2004, and arthroscopic lysis of adhesions with manipulation on (B)(6) 2004, and a revision surgery on (B)(6) 2017 since I was able to review each of these operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. As I said in my prior review the causes of arthrofibrosis following a primary total knee replacement, followed by an open reduction and internal fixation of a distal femoral fracture are multifactorial including any deviation in musculature and kinematics of the knee due to the fracture, fracture healing, the building up of scar tissue with binding down of the quadriceps mechanism and the fact that patient has had many surgical procedures. While normally patient lifestyle activity level, bmi and compliance with postoperative instructions would be pertinent, in this case I believe the stiffness has, more from his medical conditions and multiple operations. The surgeon elected to reset the posterior cruciate ligament because of the severe scar tissue but that would not affect the stiffness, and in fact normally would be an aid to movement. Patient could also be genetically prone to form scar tissue. I would not assign any causality to the implant itself." Product history review: a review of the device history records could not be performed as lot code information was unknown. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient had a mua. A review of the provided medical records by a clinical consultant indicated: "I can confirm that the patient had a primary left total knee arthroplasty on (B)(6) 2004, and orif of a fracture of the left distal femur on (B)(6) 2004, manipulation under anesthesia on (B)(6) 2004, and arthroscopic lysis of adhesions with manipulation on (B)(6) 2004, and a revision surgery on (B)(6) 2017 since I was able to review each of these operation reports. Root cause analysis: the root cause of this event cannot be determined with certainty. As I said in my prior review the causes of arthrofibrosis following a primary total knee replacement, followed by an open reduction and internal fixation of a distal femoral fracture are multifactorial including any deviation in musculature and kinematics of the knee due to the fracture, fracture healing, the building up of scar tissue with binding down of the quadriceps mechanism and the fact that patient has had many surgical procedures. While normally patient lifestyle activity level, bmi and compliance with postoperative instructions would be pertinent, in this case I believe the stiffness has, more from his medical conditions and multiple operations. The surgeon elected to reset the posterior cruciate ligament because of the severe scar tissue but that would not affect the stiffness, and in fact normally would be an aid to movement. Patient could also be genetically prone to form scar tissue. I would not assign any causality to the implant itself." No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. The following devices were also listed in this report: cat# 70-3011l; scorpio cr basic femur w/posts; lot# k03v1040. Cat# 73-0110; scorpio m-dome patella; lot# n977. Cat# 7115-0011; series 7000 standard tibia; lot# t03w611. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.